Manufacturer narrative:
Updated: b4, b5, b6, b7, d10, g3, g6, h2, h6 (health effect-impact codes) and h11.

Event description:
It was reported by the customer during routine check that cardiosave intra-aortic balloon pump (iabp) had autofill failure. No injury and harm reported. No patient involvement.

Manufacturer narrative:
Updated: b4, e1 (event site email), e2, e3, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, checked pim, drive manifold, scroll and tubing passes all diagnostics still failing on normal mode. Will require further investigation. Fse replaced tubing, clear polyurethane, 0.062" i.d, recalibrated transducers, passes all checks. Function checks all ok the old one was disposed of safely at the hospital, as may have been contaminated. The 30psi pressure transducer calibration was performed, and the tests passed. All checks were completed and the pump was handed over and put back into use.

Event description:
N/a

Manufacturer narrative:
Due to character limitation in e1, event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer during use that cardiosave intra-aortic balloon pump (iabp) had autofill failure. No injury and harm reported.